Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle the machine and then go to the alarm log. The tsr found a se 2240 before the se 2367 and the tsr asked the hp if he had any lines he was not using and were the clamps open on them. The hp said he had 2 lines and the clamps were open. The tsr explained clamps on any unused lines should be closed so that the supplies do not get contaminated. The hp understood and the tsr instructed the hp to start over with new supplies and let his peritoneal dialysis registered nurse (pdrn) know about the air getting in his lines. The tsr assisted the hp to end therapy. The call completed and the hp would start over with new supplies. The patient was connected at the time of the alarm and did not disconnect. All bags were properly spiked and connected. Patient extension lines were not being sued. There were open clamps on unused supply lines. Proper procedures were reviewed with the caller. The caller would discard the sample. The patient would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.